Event description:
When preparing the swan-ganz catheter for insertion, it was noted that the balloon had a hole in it so another one was needed. Since it did not reach the patient, there was no harm done.what was the original intended procedure?the patient was having a mitral valve replacement.device #1is this a laboratory device or laboratory test?no.